Event description:
It was reported that as the line was being removed from the patient it came away from the cuff, leaving the cuff in situ which then had to be removed.

Manufacturer narrative:
A lot history review (lhr) of huxl0064 showed no other similar product complaints from these lot numbers.